Event description:
It was reported to philips that the radiation shield's arm plastic cover had broken off in middle of the procedure. The system was in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.